Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that cardiac arrest occurred. In (B)(6) 2013, the patient presented due to stable angina. Subsequently, the index procedure was performed. The 90% stenosed, eccentric, type c, diffused lesion with under 45 degrees and the de novo target lesion was located in the moderately tortuous, mildly calcified mid left anterior descending (lad) artery. The lesion was treated with pre-dilation and placement of a 2.50mmx38mm promus element plus drug-eluting stent at 16 atmospheres. Following post dilatation, residual stenosis was 0% and timi 3 flow was restored. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2014, the patient experienced stable angina. Coronary angiography was performed and 25% stenosis was noted in the proximal edge of the previously implanted 2.50mmx38mm promus element plus drug-eluting stent at the proximal lad. Medication was given to treat stable angina. In (B)(6) 2015, the event were improved. In (B)(6) 2016, cardiac arrest occurred. The cause of the cardiac arrest was unknown. Cardiac massage was performed and the patient was given with adrenaline injection. No further patient complications were reported and is in remission without after-effects. The event were improved on the same day.